Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. Estimated implant date. The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that severe neutropenia occurred one week after implantation of an unknown everolimus-eluting stent in the patient who is being treated for lymphoma. The doctor thought there may be a relationship between the neutropenia and the drug eluting stent. No additional information was provided.